Manufacturer narrative:
On (B)(6) 2018: it was reported that this lead was repositioned on (B)(6) 2018. The next day it dislodged again so the physician decided to explant and put in a new ra lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that two days after implant, this ra lead showed loss of capture and decreased sensing amplitudes. A revision was scheduled.